Event description:
Data review by the manufacturer determined that the patient had an unusually high number of low heart rate detections recorded, the low heart rate detections typically appeared to directly follow an autostimulation event. When the low heart rate would return to normal heart rate, this rise in heart rate would trigger another autostimulation which would lead to another low heart rate detection. The physician was unaware of any bradycardia issues that the patient had. Internal investigation identified sensing anomalies that could lead to false reporting of seizure detections and/or low heart rate events. This patient's increase in low heart rate events appears to be related to these anomalies. No further relevant information has been received to date.

Event description:
Further internal investigation confirmed that the patient's low heart rate sensing events were likely related to sensing delays that could lead to false reporting of seizure detections and/or low heart rate events. These sensing issues are more pronounced at higher stimulation settings and most particularly at pulse widths of 500us or higher. This patient was at a pulsewidth of 500 usecs. The sense delay is inherent to the device design. No further relevant information has been received to date.